Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the iliac artery, during predilatation, the fox plus balloon was inflated to 12 atmospheres (atm) for 30 seconds. The balloon ruptured when the pressure was increased to 15 atm. The balloon was completely removed from the body without difficulty, and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.